Event description:
It was reported that the patient had to charge the ipg more frequently and in a longer time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility and will not be returned.